Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/25/2015. The fse found a leak in tubing through pinch valve pv37 and kinked erythrolyse tubing from the peltier module to the bsv. The fse replaced the tubing at both locations and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 5ml from the right diluter panel and blood sampling valve (bsv) on a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and ambient and lyse temperature error messages were observed at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye glasses, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.